Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: web device did not detach while in the aneurysm. Multiple attempts were made to try and detach the device, with no success. Device was resheathed into the catheter and the aneurysm was treated with coils instead. No harm was caused to the patient.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher) web implant via 17 microcatheter items not returned for evaluation: introducer dispenser hoop controller the visual analysis of the returned items found the web implant to be separated from the delivery system. Upon inspection of the returned items, the web implant was observed to have dried blood residue. The implant was found to be within visual and dimensional specifications. However, the proximal connector was kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch. The heater coil did show signs of controller activation with an indication of a melted tether and liner. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. No damage or kinks were found on the returned via 17 microcatheter. The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings, which is consistent with the alleged detachment issue. However, the heater coil liner and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: web device did not detach while in the aneurysm. Multiple attempts were made to try and detach the device, with no success. Device was resheathed into the catheter and the aneurysm was treated with coils instead. No harm was caused to the patient.